Event description:
It was reported via phone call, that the customer received a button error alarm. Customer's blood glucose level at the time 203 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with button error alarm due to corroded keypad traces. Unit had cracked lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.